Event description:
The customer reported having external power issues with this unit.

Manufacturer narrative:
(B)(4): the customer reported having external power issues with this unit. A philips field service engineer went to the customer site to evaluate the unit. He performed extensive testing on the unit and the reported issue could not be recreated. We will consider this issue a failure. We could not determine the cause as the failure could not be recreated.